Manufacturer narrative:
The product was not returned for analysis. The provided photo was reviewed by internal medical safety. Evaluation of attached photo: multiple spots of opacification ( presumably glistening's) are observed on the optic. However, it is difficult to conclude which iol model is implanted. The customer indicated the use of a handpiece and viscoelastic, which are not qualified for this lens with any of the qualified cartridge combinations. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The clinical impact of the described picture observations cannot be determined from a picture assessment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned. Lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that he confirmed postoperative glistenings in an implanted intraocular lens (iol). There is no dissatisfaction with the patient's vision or condition. There is no harm to the patient. Additional information was requested.